Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA .

Event description:
Philips received a report that a patient sustained a laceration on the finger when being moved into the system.

Manufacturer narrative:
Based on the provided information and investigation performed no malfunction of the mr device was observed that contributed to the injury. The patient¿s finger was pinched between the tabletop and the cover of the mr system during horizontal movement into the bore. This is considered to be an unfortunate incident which could have been prevented. There is a space between the patient table and the magnet cover where finger pinching can occur. This hazard was identified during the design of the scanner. To prevent hazardous situations to occur, arm supports are provided with each scanner to prevent the patient from grabbing around the table sides. The instructions for use describes these arm supports. The instructions for use also instructs the user to verify that the patient¿s hands are on the tabletop before moving the tabletop. Furthermore, training about the safe use of the system is provided at the installation of the scanner. This training includes the prevention of finger pinching.